Event description:
The sales rep reported the balloon tore in half but the physician was able to retrieve the broken off segment from the patient. There was no harm to the patient. The intended procedure was an angiogram, possible angioplasty with a stent. The target lesion was the left radial artery. The lesion was moderately angulated with moderate vessel tortuousity. At the point where the incident occurred, the physician was not in the lesion but was making the turn from the aorta to the left subclavian and the balloon sheared in half. A 5mm gooseneck snare was used to retrieve out the device. The patient was stable with no adverse sequelae. Devices used in the procedure were a 70cm 6fr ansel sheath and a 300cm 0.014" grand slam wire. There were no any anomalies noted when removed from the package or during prep. The device was not inserted through a stopcock instead of a hemostatic valve. The balloon was not caught in the lesion or in a deployed stent. There was no resistance met while withdrawing the device from the vessel, into the guide catheter, through the sheath or introducer guide, through the rotating hemostasis valve.

Manufacturer narrative:
Concomitant medical products: a 70cm 6fr ansel sheath, a 300cm 0.014" grand slam wire. A sales representative reported that a sleek 2.0mmx220mm l=155cm broke and separated while delivering to the lesion. The physician was able to retrieve the broken off segment from the patient without sequelae. The intended procedure was an angiogram, possible angioplasty with a stent. The target lesion was the left radial artery. There was moderate vessel tortuousity and angulation. At the point where the incident occurred, the physician was not in the lesion but was making the turn from the aorta to the left subclavian and the balloon sheared in half. A 5mm gooseneck snare was used to retrieve out the device. Devices used in the procedure included a 70cm 6fr ansel sheath and a 300cm 0.014" grand slam wire. There were no any anomalies noted when the product was removed from the package or during prep. The device was inserted through a hemostatic valve. There was no resistance met while withdrawing the device from the vessel. The patient was stable with no adverse sequelae. The manufacturing documentation for the reported lot: 50016811 was reviewed. No anomalies which could have led to the reported failure mode were detected. Upon receipt of the returned product, it was examined by a member of our product development department. The findings are as follows; the balloon was intact, with no breakage observed. However a complete shaft break, 8crn distal to the re port was confirmed. The skive, which was badly damaged, had been pulled away 8.5cm proximal from its normal location at the re port. The transition outer and the inner were necked down. The balloon was severely concertinaed. A lot of dried blood was seen inside the product. Additionally, the shaft had kinks along the hypotube, but it was hard to determine whether this was procedural or transport related as the product was not returned in its protective hoop. Absence of a long sheath/guide catheter most probably resulted in the reported failure mode. It is stated in the sleek IFU that a guidecatheter/sheath which is long enough to cover the rapid exchange port should be used. The exact cause for the confirmed failure could not conclusively be determined, however it does not appear to be related to the manufacturing process and no corrective actions will be taken at this time. Inspections are in place to prevent damaged products from leaving the facility. Based on the information available, there are possible vessel characteristics (moderate tortuosity and angulation) and procedural factors that may have contributed to the reported event. Neither the DHR review nor the product analysis suggests that the reported failure and the damages found are related to the manufacturing process. Therefore no actions will be taken. (B)(4).